Manufacturer narrative:
Associated mdrs for this event: 3025141-2021-00042: screw 1. 3025141-2021-00044: plate.

Event description:
2.7mm cortical screws were being used to secure a midshaft ulna plate (6-hole). During surgery, screws broke. This resulted in a 15-30 minute delay in surgery.